Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly before a device upgrade procedure, this right ventricular (rv) lead was found to be exhibiting oversensed noise. No pacing inhibition was observed, but the physician elected to surgically abandon and replace the rv lead during the procedure. No additional adverse patient effects were reported.